Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that the integrated electrosurgical unit (iesu) or erbe generator would not power on. Initial troubleshooting involved checking the generator's plug at the wall, but this did not resolve the issue. Subsequently, another power cord was tried, yet the erbe generator still would not power on. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to not powering on. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.